Manufacturer narrative:
The reported serial number could not be matched to the reported device. Therefore, the device MFR date is unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2009. According to the complainant, during the procedure, while in monopolar mode, the system failed when the coag was set to 3 on output. The procedure was completed with the same endostat iii electrosurgical unit. There were no pt complications reported as a result of this event. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.